Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be recreated. It was verified that the issue was not the umbilical cable. After reseating all connectors on pleora and pax scan, the issue disappeared. The rep took many x-ray shots and performed several reboots. The issue appeared to be resolved by reseating cables. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging acquisition system (ias) would occasionally switch into stand-alone mode when in use. The issue discovered outside of case and there was no patient involvement.